Event description:
A report was received that a patient was to undergo a lead revision procedure. However, the procedure was postponed due to the patient developing a superficial infection at the pocket site. A culture was taken and confirmed that the patient had a staph infection. The physician prescribed antibiotics to treat the infection.